Event description:
An apparent lead fracture was reported. Av-block iii was also reported, with no heart rhythm. It was questioned if exit block was due to 'broken lead'. No patient complications have been reported as a result of this event.